Manufacturer narrative:
Patient identifier: (B)(6). Event date: (B)(6) 2010. Device is combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2011-01069, 2134265-2011-01070, 2134265-2011-01071, 2134265-2011-01072, 2134265-2011-01074. It was reported that following a coronary stenting treatment procedure, the patient presented with congestive heart failure. The index procedure was a staged procedure that treated 5 target lesions. The 1st lesion was a 95% stenosed, 3.3x12mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre dilation and the placement of a 3.0x16mm taxus liberte stent resulting in 0% residual stenosis. The 2nd lesion was a 85% stenosed, 3.7x30mm target lesion located in the mid rca. Treatment used a direct stenting technique and placed a 3.5x32mm taxus liberte stent resulting in 10% residual stenosis. The 3rd lesion was a 85% stenosed, 4.3x18mm target lesion located in the proximal rca. Treatment used a direct stenting technique and placed a 4.0x20mm taxus liberte stent resulting in 0% residual stenosis. A staged procedure was planned at this time occurring seven days later. The 4th target lesion was a 80% stenosed, 2.7x13mm target lesion located in the distal left anterior descending (lad) artery. Treatment used a direct stenting technique and placed a 2.5x16mm taxus liberte stent resulting in 0% residual stenosis. The 5th target lesion was a 90% stenosed, 2.8x35mm target lesion located in the distal left circumflex artery. Treatment consisted of pre dilation, the placement of two overlapping taxus liberte stents (2.5x32, 2.75x8mm) and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2010, the patient presented to an outside hospital with congestive heart failure, shortness of breath and bilateral leg swelling. The patient was treated with diuretics, bronchodilators and steroids. The event resolved without residual effects in (B)(6) 2010.